Manufacturer narrative:
There has been a previous report received where this malfunction resulted in a serious injury. Therefore, it must be presumed that recurrence of this malfunction could possibly cause or contribute to a serious injury or require medical or surgical intervention to preclude such. As such, this event is reportable per 21cfr part 803.

Event description:
Patient reported aligners cutting their tongue. They have attempted to file down the aligners but no help. The hh tips and tricks did not help as well. Patient would like to have new aligners made.